Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up visit, upon device interrogation device was unable to be interrogated. Multiple attempts were being made to interrogate with the programmer and connections were checked. Device interrogation was done with and without radio frequency telemetry. No source of electromagnetic induction was around to disturb telemetry interrogation. Patient did not feel any patient vibratory notification alert. During a previous device check the device was at 3.9 years estimated longevity and the device was unable to get a second programmer to interrogate the device. Patient was in stable condition post interrogation. Patient was brought into the clinic the next day. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.